Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, bilateral replacement with unspecified implants is planned for (B)(6) 2022.

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, bilateral replacement with unspecified implants is planned for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received the failure analysis lab on march 29, 2022. The investigation of the returned device was completed by the failure analysis lab on april 18, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed according to the mentor procedures, and it identified a tear within the crease/fold on the anterior view measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).